Event description:
It was reported that during a percutaneous catheter myocardial ablation procedure to treat a supraventricular tachycardia (svt) in the right atrium, a metriq irrigation tubing set was selected for use. Even after opening a new device and removing the air from the tube, air remained inside the tube. No error messages were displayed. The air was seen in the tubing past the pump. Tubing set was replaced and the issue was resolved. Procedure was able to be completed successfully without any patient complications. Device is not expected to be returned due to infection/contamination.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.